Manufacturer narrative:
This report is submitted on november 03, 2022.

Event description:
Per the clinic, the patient experienced pain, sore and an extrusion of the implant through the skin (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was re-implanted with a new device during the same surgery. This report is submitted on november 28, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 03, 2022.